Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory the valve was received in a glutaraldehyde solution in an explant kit. Pledgets were observed along the sewing ring on the outflow adjacent to the non-coronary cusp. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets appeared intact. All commissures were intact. Pannus remained attached to the existing sewing ring on the inflow adjacent to all cusps, onto the tissue and base stitching, along the inflow margin of attachment to all inferior coaptive areas. Pannus lined the existing sewing ring on the outflow, to the outflow rails adjacent to the right and non-coronary cusps, and top of the left right stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Event description:
Medtronic received information that 5 months post implant of this bioprosthetic valve, the valve was explanted due to stenosis. The valve was replaced with a mechanical valve with no adverse patient effects reported. The physician noted that at the time of the initial bioprosthetic valve implant ((B)(6) 2012) the patient had a large body structure and at the time of surgery the patient had a cerebral hemorrhage and could not tolerate a mechanical valve with coumadin therapy. The patient also had a history of active endocarditis.